Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. It was reported that the reamer was used in a 1/4 turn handpiece, a possible contributing factor in the event; the reamer involved in this event is indicated for use in a 360 degrees handpiece. Please note that the same pt is involved in this event and the event documented under report number 9611053-2005-00250.

Event description:
It was reported that a reamer separated in the canal during a procedure. The separated piece was retrieved without sequela.